Event description:
Customer began needing oxygen and started to use her oxygen machine. Customer alleges that the air tube connected to the mask suddenly caught fire, which resulted in 2nd and 3rd degree burns on her face, and 6-day hospitalization. Unknown manufacturer for the tubing and mask.